Event description:
Pt undergoing a rotablator procedure. During removal of ptra cutter device (dynaglide). Tip of wire left indwelling in distal lad. Approx. Of tip length was 2 cm. The tip severed distal to the solder point of the platinum wire tip in the very distal portion of the left anterior descending apical branch. A 0/014 inch extra length balance wire was inserted into the left anterior descending artery and dilation of the mid left anterior descending artery was performed with the help of a 3.5 mm x 30 mm balloon dilated at 2 atms for 2 mins, then another inflation at 3 atms for 2 mins. The pt was also given 200 mcg of intercoronary verapamil and 200 mg of intracoronary nitroglycerin during the case. The pt was also given a bolus of reopro 0.25 mg per kg and begun on an infusion of 10 mcg/min. The pt was transferred back to his room without any evidence of angina/hemodynamic instability. The pt recovered well and was discharged from the hospital on 10/9/97.